Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a ratcheting t-handle was not ratcheting during a routine inspection. There was not a patient present during this event.

Manufacturer narrative:
Additional information: (method, results, and conclusions) - the returned device was evaluated. No failure mode or device problem could be detected. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that a ratcheting t-handle was not ratcheting during a routine inspection. There was not a patient present during this event.